Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology not reported. It was reported that a type IV endoleak (blush) was confirmed during the evar. No additional information has been provided. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results (B)(4) inherent risk of procedure (endoleak), (B)(4) (unknown cause of endoleak). Evaluation, conclusion: (B)(4) (unknown cause of endoleak)